Manufacturer narrative:
Product complaint # (b(4) additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please advise if the lot number is known? The lot number is unknown and the product was discarded by account this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Component code: g07002 - device not returned additional information provided: the stock of the lot was checked, and this appears to be the only incident. Attempts to obtain the device have been made. Learned on 4/3/23 that the customer disposed of the product. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. No product available for return. Note: events reported on mw# 2210968-2023-02639. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported pre-op to the unknown procedure on an unknown date in 2023 topical skin adhesive was used. Upon taking the package off the shelf, it was noticed that the vial had broken inside the package and leaked, causing questionable sterility. There was no patient consequences.